Manufacturer narrative:
(B)(6). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient sustained fractures of the 10th and 11th anterior ribs while being positioned for a mr examination of the breast. The gehc field engineer tested the system and the coil and found no issues. The patient was told to rest, no medical treatment was required.

Manufacturer narrative:
The investigation by ge healthcare has been completed. The information provided in the complaint was reviewed and the mr scanner appeared to be functioning per specifications. The ge healthcare field engineer tested the system and the breast coil and found no issues. No root cause was determined for the patient injury. The ge scanner and breast coil were working per specification. Based on the information reviewed, there is no apparent root cause of the patient injury. Additionally, the technologist was with the patient when the injury occurred preparing them for the breast exam. There is no evidence that the ex-hdx scanner contributed to the injury.